Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two devices break inside of me.') And uterine haemorrhage ('abnormal uterine bleeding post essure insertion') in a 33-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in 2008, pneumonia in 2002, gravida I, parity 1 ((B)(6) 1999) and hemorrhage in pregnancy. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal, inflammation, nickel sensitivity, vaginal bleeding, cervical dysplasia, thrombotic thrombocytopenic purpura and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as since (B)(6) 2014 and medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic and persistent pelvic pain post essure insertion"). On (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and breast pain ("breast pain"). In (B)(6) 2012, the patient experienced back pain ("persistent lower back pain (dull aching pain)"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickle or any other component of essure") with rash papular, erythema and skin swelling, libido disorder ("sex drive problem"), dyspareunia ("pain during sex"), amnesia ("memory problem/ memory loss"), immune thrombocytopenic purpura ("itp (low platelets)") with platelet count decreased and anxiety ("mental anguish") and was found to have blood iron decreased ("low iron"), weight increased ("weight gain") and hormone level abnormal ("due to hormone"). The patient was treated with surgery (hysterectomy and total laparoscopic hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and back pain had resolved. On (B)(6) 2014, the breast pain had resolved. At the time of the report, the device breakage, uterine haemorrhage, feeling abnormal, allergy to metals, dyspareunia, blood iron decreased, immune thrombocytopenic purpura, anxiety, weight increased and hormone level abnormal outcome was unknown and the abdominal distension, libido disorder and amnesia had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, back pain, blood iron decreased, breast pain, device breakage, dyspareunia, feeling abnormal, hormone level abnormal, immune thrombocytopenic purpura, libido disorder, pelvic pain, uterine haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: I am very sensitive to narcotics. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Biopsy endometrium - on (B)(6) 2014: results: no dysplasia. Hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. In 2002, (hospitalization history) pneumonia for 2 to 3 days and hysterectomy to remove essure. On (B)(6) 2012, essure confirmation test: - hsg. On (B)(6) 2014 uterus , bilateral tubes and ovaries with cervix gross description: the specimen is received bforii1in labeled with the patients name and additionally labeled ¿uterus with cervix, bilateraltubes¿ the specimen consists of a uterine corpus with attached cervix and attached bilateral fallopian tubes. The uterine corpus with attached cervix measurements 9.1 x 7.3 x 4.5 with weight of 94 g with bilateral fallopian tubes removed. The serosal surface was pink-tan to tan-grey and smooth to somewhat roughed sectioning reveals a myometrium that was pink tan and finely trabeculated that in thickness from 1.0cm to 2.2 cm. There were no lesions identified the endometrium was pink-tan and glistening and ranges in thickness from 0.1-0.3 cm the ectocervix was pink-tan and smooth with a slit like os 1.2 cm in dimeter. The endocervix is tan-white and glistening and somewhat granular with no lesions identified. The right fimbriated fallopian tube has length of 6.7 cm and a diameter that ranges 0.4-0.6 cm. The external surface is purple gray and diffusely roughened. Sectioning reveals thin walled clear fluid filled paratubal cyst app. 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen throughout and no lesion identified. The left fallopian tube has a length of 5.9 cm and a diameter that ranges from 0.4-0.6 am. The external surface was purple gray and diffusely roughened. Sectioning reveals a thin-walled, clear fluid-filed paratubal cyst 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen thought-out, and no lesion identified. Concerning the injuries reported in this case, the following ones were reported via social media- uterine haemorrhage , pelvic pain , abdominal distension , breast pain , back pain , feeling abnormal, device breakage, allergy to metals , libido disorder ,dyspareunia, amnesia, immune thrombocytopenic purpura , anxiety ,blood iron decreased , weight increased ,hormone level abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information added , event : weight gain , imbalance hormonal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two devices break inside of me.') And uterine haemorrhage ('abnormal uterine bleeding post essure insertion') in a 33-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in 2008, pneumonia in 2002, gravida I, parity 1 ((B)(6) 1999) and hemorrhage in pregnancy. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal, inflammation, nickel sensitivity, vaginal bleeding, cervical dysplasia, thrombotic thrombocytopenic purpura and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as since (B)(6) 2014 and medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic and persistent pelvic pain post essure insertion"). On (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and breast pain ("breast pain"). In (B)(6) 2012, the patient experienced back pain ("persistent lower back pain (dull aching pain)"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction to nickle or any other component of essure") with rash papular, erythema and skin swelling, libido disorder ("sex drive problem"), dyspareunia ("pain during sex"), amnesia ("memory problem/ memory loss"), immune thrombocytopenia ("itp (low platelets)") with platelet count decreased and anxiety ("mental anguish") and was found to have blood iron decreased ("low iron"), weight increased ("weight gain") and hormone level abnormal ("due to hormone"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and back pain had resolved. On (B)(6) 2014, the breast pain had resolved. At the time of the report, the device breakage, uterine haemorrhage, feeling abnormal, allergy to metals, dyspareunia, blood iron decreased, immune thrombocytopenia, anxiety, weight increased and hormone level abnormal outcome was unknown and the abdominal distension, libido disorder and amnesia had resolved. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, back pain, blood iron decreased, breast pain, device breakage, dyspareunia, feeling abnormal, hormone level abnormal, immune thrombocytopenia, libido disorder, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: I am very sensitive to narcotics. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Biopsy endometrium - on (B)(6) 2014: results: no dysplasia. Hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. In 2002, (hospitalization history) pneumonia for 2 to 3 days and hysterectomy to remove essure. On (B)(6) 2012, essure confirmation test: hsg. On (B)(6) 2014 uterus, bilateral tubes and ovaries with cervix gross description: the specimen is received bforii1in labeled with the patients name and additionally labeled ¿uterus with cervix, bilateraltubes¿ the specimen consists of a uterine corpus with attached cervix and attached bilateral fallopian tubes. The uterine corpus with attached cervix measurements 9.1 x 7.3 x 4.5 with weight of 94 g with bilateral fallopian tubes removed. The serosal surface was pink-tan to tan-grey and smooth to somewhat roughed sectioning reveals a myometrium that was pink tan and finely trabeculated that in thickness from 1.0cm to 2.2 cm. There were no lesions identified the endometrium was pink-tan and glistening and ranges in thickness from 0.1-0.3 cm the ectocervix was pink-tan and smooth with a slit like os 1.2 cm in dimeter. The endocervix is tan-white and glistening and somewhat granular with no lesions identified. The right fimbriated fallopian tube has length of 6.7 cm and a diameter that ranges 0.4-0.6 cm. The external surface is purple gray and diffusely roughened. Sectioning reveals thin walled clear fluid filled paratubal cyst app. 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen throughout and no lesion identified. The left fallopian tube has a length of 5.9 cm and a diameter that ranges from 0.4-0.6 am. The external surface was purple gray and diffusely roughened. Sectioning reveals a thin-walled, clear fluid-filed paratubal cyst 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen thought-out, and no lesion identified. Concerning the injuries reported in this case, the following ones were reported via social media- uterine haemorrhage, pelvic pain , abdominal distension , breast pain , back pain , feeling abnormal, device breakage, allergy to metals , libido disorder ,dyspareunia, amnesia, immune thrombocytopenic purpura , anxiety , blood iron decreased , weight increased ,hormone level abnormal. Lot number: a20064, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("two devices break inside of me.") And uterine haemorrhage ("abnormal uterine bleeding post essure insertion") in a (B)(6) female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1999), wisdom teeth removal in 2008, hemorrhage in pregnancy and pneumonia in 2002. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal, inflammation and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as medroxyprogesterone acetate (provera) in (B)(6) 2013 and vicodin (lortab) in (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic and persistent pelvic pain post essure insertion"). On (B)(6) 2012, the patient experienced abdominal distension ("abdominal bloating") and breast pain ("breast pain"). In (B)(6) 2012, the patient experienced back pain ("persistent lower back pain (dull aching pain)"). In (B)(6) 2013, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity reaction to nickle or any other component of essure") with rash, erythema and skin swelling, loss of libido ("sex drive problem"), dyspareunia ("pain during sex"), amnesia ("memory problem/ memory loss"), blood iron decreased ("low iron"), immune thrombocytopenic purpura ("itp (low platelets)") with platelet count decreased and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and back pain had resolved. On (B)(6) 2014, the breast pain had resolved. At the time of the report, the device breakage, uterine haemorrhage, feeling abnormal, hypersensitivity, dyspareunia, blood iron decreased, immune thrombocytopenic purpura and anxiety outcome was unknown, the abdominal distension was resolving and the loss of libido and amnesia had resolved. The reporter considered abdominal distension, amnesia, anxiety, back pain, blood iron decreased, breast pain, device breakage, dyspareunia, feeling abnormal, hypersensitivity, immune thrombocytopenic purpura, loss of libido, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: I am very sensitive to narcotics. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. In 2002, (hospitalization history) pneumonia for 2 to 3 days and hysterectomy to remove essure. On(B)(6) 2012, essure confirmation test: - hsg. On (B)(6) 2014; uterus , bilateral tubes and ovaries with cervix gross description: the specimen is received bforii1in labeled with the patients name and additionally labeled ¿uterus with cervix, bilateraltubes¿ the specimen consists of a uterine corpus with attached cervix and attached bilateral fallopian tubes. The uterine corpus with attached cervix measurements 9.1 x 7.3 x 4.5 with weight of 94 g with bilateral fallopian tubes removed. The serosal surface was pink-tan to tan-grey and smooth to somewhat roughed sectioning reveals a myometrium that was pink tan and finely trabeculated that in thickness from 1.0cm to 2.2 cm. There were no lesions identified the endometrium was pink-tan and glistening and ranges in thickness from 0.1-0.3 cm the ectocervix was pink-tan and smooth with a slit like os 1.2 cm in dimeter. The endocervix is tan-white and glistening and somewhat granular with no lesions identified. The right fimbriated fallopian tube has length of 6.7 cm and a diameter that ranges 0.4-0.6 cm. The external surface is purple gray and diffusely roughened. Sectioning reveals thin walled clear fluid filled paratubal cyst app. 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen throughout and no lesion identified. The left fallopian tube has a length of 5.9 cm and a diameter that ranges from 0.4-0.6 am. The external surface was purple gray and diffusely roughened. Sectioning reveals a thin-walled, clear fluid-filed paratubal cyst 0.4 cm in diameter. The remaining cut surfaces show a pinpoint lumen thought-out, and no lesion identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event medical device complication is replaced by chronic and persistent pelvic, abnormal uterine bleeding, post essure insertion, abdominal bloating, breast pain, brain fog/memory loss, persistent lower back pain, rash, redness, swelling hypersensitivity reaction, sex drive problem, pain during sex, memory problem, low iron, itp (low platelets) added. Historical condition added, reporters added. Lot number was a20064 added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.